Event description:
Lifecor's german distributor sent back two battery packs with a note stating "service required."

Manufacturer narrative:
Device manufacture date: battery pack. Battery pack - 12/2007. Device evaluation summary: device evaluation of both battery packs have been completed. The reported problem was confirmed. The cause of the batteries not charging was due to defective battery cells within the battery packs. The root cause of the defective cells is not known, but was probably due to the battery packs not being charged every three months as per the specifications. The defective cells were replaced. The battery packs were retested and restocked. No adverse event resulted from the faulty battery packs. The last patient to use these battery packs did not report any problems.